Event description:
Event description guidant received information that this chronic ventricular implantable lead and implantable cardioverter defibrillator (ICD) displayed a high, out of range shocking lead impedance measurement during a routine follow up examination. All other lead measurements were good and stable. Additional information was received that ICD testing was undertaken and that a 21 joule shock was administered, resulting in an appropriate shocking lead impedance measurement.